Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call the customer was experiencing low blood glucose levels of 34 mg/dl. The customer's mother was assisted during the call and mentioned that infusion sets were affected with the issue. The insulin pump will not be returned for analysis.